Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump still shuts off without a low battery warning. The customer stated that the insulin pump was not functioning properly and she ended in the hospital. The customer was admitted due to high blood glucose. Advised the customer that the insulin pump will be replaced and revert to back up plan. Troubleshooting was not performed as the display on the insulin pump was badly scratched and hard to read. No further information was provided.